Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 150-200's mg/dl. During a pump system check with tandem technical support, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, customer reverted to manual injections for insulin therapy.